Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Approximately three months later additional information was received that indicated there was again noise, oversensing and pacing inhibition on the newly implanted rv lead. The noise was unable to be reproduced with isometrics and pocket manipulations. Boston scientific technical services (ts) reviewed the episodes and determined that the noise was likely related to electromagnetic interference (emi) or diaphragmatic oversensing. The noise was fast and irregular and appeared on both the rv rate/sense and shock channel. Approximately two weeks later the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the health care professional (hcp) indicated that the noise was able to be reproduced in clinic by having patient simulate reaching across his chest with his left arm to wash his right arm. The rv sensitivity was adjusted to 1 mv. The physician is planning to revise the rv lead in the near future.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition for several seconds in this pacemaker dependent patient. It was reported that the noise occurs when the patient washes their right armpit in the shower. The noise was unable to reproduced in the clinic. Boston scientific technical services (ts) recommended obtaining a chest x-ray. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection of the device header noted the lv and rv seal plugs had holes, which were likely related to the explant procedure. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device remains in service with the newly implanted rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Approximately two months later a revision procedure was performed and the rv lead was explanted. No additional adverse patient effects were reported.